Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10 mg/ml at 3.7 mg/day via an implantable pump for an unknown indication for use. It was reported that a critical pump alarm sounded and that the patient was hospitalized due to withdrawal symptoms. It was reported that the pump was interrogated on (B)(6) 2018 and a motor stall message appeared. A review of the pump logs indicated that a 'stopped pump may exceed tube set' error message occurred on (B)(6) 2018 at 12:29, a motor stall occurred on (B)(6) 2018 at 12:29. It was also reported that reprogramming was tried but the pump could not be restarted. It was reported that the issue was not resolved at the time of this report. It was reported that a pump replacement was planned for (B)(6) 2018. It was reported that there were no possible factors known at this time that may have led or contributed to the issue. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear pinion. Residue on the gear pinion of the motor gear train resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2018 indicated the therapy had been restored and the patient's symptom had been resolved. The new pump was working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed the pump was replaced on (B)(6) 2018 and would be returned.